Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of incident. The customer believed they did not receive a bolus, causing them to have high blood glucose. The customer reported feeling tired from their blood glucose. Customer treated with blood glucose with 7.2 units of insulin. Troubleshooting did not find any leaks or air bubbles present. The customer could not check for a bent cannula at the time of troubleshooting. Customer's blood glucose was 290 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.